Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Rp 012054 - the dentist reported that he had to remove the dental implant because adequate torque was not achieved (15ncm). The patient presented insufficient bone quality/quantity (IV) and immediate implant was performed.